Manufacturer narrative:
Tga device incident report reference no (B)(4); submitted to tga (therapeutic goods administration) by a healthcare professional/user. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage sling was implanted into the patient during a procedure. According to the complainant, the patient has experienced mesh erosion into her vagina, pain, extreme anxiety, depression and no sexual intercourse. Boston scientific has been unable to obtain additional information regarding the event to date.